Event description:
It was reported that a Spectrum IQ Infusion Pump had false upstream occlusion errors occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue of "false upstream occlusion errors" was not reproduced. The device was tested for upstream occlusion along with downstream occlusion, air, and volumetric testing and passed, downstream passed at 9.81 psi and volumetric testing passed at 20.6 ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.